Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up high capture threshold was observed. After the lead was repositioned, the same anomaly was still observed. Hence, the lead was explanted. The physician didn't believed the event related to the lead. The patient's condition was always good.